Manufacturer narrative:
D4: corrected UDI: h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: temporary pump stop: the cause of the temporary pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Purge pressure high: the cause of the purge pressure high issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 58-year-old male supported with an impella 5.5 for postcardiotomy cardiogenic shock (pccs), with pre support clinical status consistent with scai shock stage d, experienced a reported alarm event on (B)(6) 2026. Nursing staff reported a ¿pp blocked¿ alarm; prior to this alarm, the pump had stopped due to ¿mc high,¿ but was able to be successfully restarted and was running at p 3 with mc 197/173 mmhg. Recommendations were provided. Following consultation with the senior physician, a pump exchange was deemed not feasible due to the patient¿s current condition., tpa lysis was initiated. A subsequent follow up call at 07:49 indicated that the tpa lysis was successful, with purge flow and purge pressure returning to the normal range. Based on the information available, the device initially exhibited high motor current and purge pressure obstruction alarms, consistent with possible thrombus related interference; however, after initiation of tpa lysis, purge parameters normalized and pump function returned to expected operating ranges. At this time, the clinical course appears consistent with patient specific factors and known thrombotic risk in pccs. Investigation remains ongoing pending additional information or product return. The patient remains on impella 5.5 support. (B)(6) 2026 patient expired on support. No further information was provided. The death is being reported but is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Additional information was provided stating the thrombus was removed prior to the impella implantation but it unknown how or by which method this was done. No further details were available.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
H6. Medical device problem code a140508 restricted flow rate removed.